Event description:
The facility reported an infusion pump that the channel does not open when the open button is hit on the pump head module. Info was not provided regarding whether or no the device was in pt use when the event occurred. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation, or if additional info becomes available.